Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they haven't had a bowel movement since start date and has had trouble eating because of the pressure due to constipation. They also said it is a strain when they do have a bowel movement. They noted that they feel "closed up". Three days later, patient said they really did not have a bowel movement until today, they are sore, and they can't lay on their back yet. They also have bloody bandages and will go to their healthcare provider (hcp) on (B)(6) 2019. On (B)(6) patient said they were constipated and couldn't poop for days. They also were at the hospital the other day. No device issue was reported and no further patient complications have been reported as a result of this event.